Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged plunger as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged plunger. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced a deformed rubber plunger. The following information was provided by the initial reporter. The customer stated: the responsible nurse opened the arterial blood collector, but found it could not be pulled. The nurse revealed that the piston of the arterial blood collector was partially deformed and could not be used properly.